Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic 3d image was not displayed during preparation before a laparoscopic surgery. The user facility replaced the subject device with another device and completed the intended procedure. There was no report of patient injury associated with the event.